Event description:
It was reported by a patient family member that the patient "flatlined" and had to be revived. The family member was questioning if the device was working. Follow-up with the physician's office revealed the pacing-dependent patient experienced syncope when the right ventricular lead dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.